Manufacturer narrative:
Correction: h6 device could should have been 2017 rather than 3283. Date of the event is estimated a review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information found indicates the patient had their ipg replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Patient initially saw issues charging the ipg. Troubleshooting determined the ipg was inoperable. Physician has planned surgery in the future to replace the ipg.